Event description:
Additional information later reported that prior to replacement the dose of the lioresal was approximately 270mcg/day and was titrated down to zero. The results of the laboratory testing were unknown. The cause of the wound dehiscence/erosion was a non-healing wound. The cause was undetermined beyond that. Regarding how the patient was doing it was noted it ¿would not be possible to receive effective therapy once the therapy delivery system has been explanted¿.

Event description:
It was reported, the patient was being admitted to the hospital for dehiscence of the pump pocket for aggressive baclofen weaning and subsequent pump system explant. It was noted troubleshooting included laboratory studies . It was reported, the patient¿s status at the time of this report was ¿alive-with injury¿ and the patient had an open pump pocket. Signs and symptoms of the event included drainage, incisional wound opening, and erosion of the device pocket. The pump was being used to deliver lioresal. It was further reported, the patient was moved to the intensive care unit (ICU) the evening of 2014 (B)(6). On 2014 (B)(6), the patient¿s heart rate was 150, respiratory rate was 48, and the patient was afebrile. It was noted, the patient had worsening spasticity with episodic spasms. The healthcare provider did not believe that the patient¿s change in condition was related to baclofen withdrawal.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8703w, lot# l48282, implanted: 1997 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly, catheter sc connector coring-tear-cuts in seal, no leak seen and no leak allegation. Corrected information: results: no longer applicable.